Event description:
It was reported that shaft break occurred. A 2.25 x 12 synergy ii drug-eluting stent was advanced for treatment. However, during the procedure, the middle of the shaft broke. No patient complications were reported. It was further reported that the fracture occurred outside the patient's body and the device was simply pulled from the guide catheter. The procedure was completed with another of same device and the patient status was stable.

Event description:
It was reported that shaft break occurred. A 2.25 x 12 synergy ii drug-eluting stent was advanced for treatment. However, during the procedure, the middle of the shaft broke. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 2.25 x 12 stent delivery system was returned for analysis. Examination of the crimped stent via scope identified no damage. A section of the crimped stent outer diameter was measured and the result was within max crimped stent profile. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube identified a shaft break at 66.5cm distal from the distal end of the strain relief. Also multiple hypotube kinks were observed. Examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed. No issues were noted.

Event description:
It was reported that shaft break occurred. A 2.25 x 12 synergy ii drug-eluting stent was advanced for treatment. However, during the procedure, the middle of the shaft broke. No patient complications were reported. It was further reported that the fracture occurred outside the patient's body and the device was simply pulled from the guide catheter. The procedure was completed with another of same device and the patient status was stable.